Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On september 16, 2016, it was reported that when you try to mesh the skin, the handle does not hold the board that the skin is on. It keeps slipping; it does not grip the mesher carrier. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2013 where it was reported that when turning the handle the graft will go in and then back out and will not go through at all and the comb, belleville washers, shoulder but and cap nut were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2016 revealed that the handle was found to be jammed with no lubrication. The handle was tested on the bottom roller of the mesher and was okay in all 4 positions. The shoulder bolts were checked and were okay. The customer¿s cutter was tested and found to not meet zimmer biomet mesh test criteria. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2016 which included dismantling, cleaning and lubricating the ratchet handle. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that when you try to mesh the skin, the handle does not hold the board that the skin is on. It keeps slipping; it does not grip the mesher carrier¿ was not confirmed since during initial inspection the handle was tested with the bottom roller of the mesher and passed in all 4 positions. The reported event was not confirmed since during initial inspection the handle was tested with the bottom roller of the mesher and passed in all 4 positions. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that when you try to mesh skin the handle doesn't hold the board that skin is on. It keeps slipping and it doesn't grip the mesher carrier. No adverse events have been reported as a result of this malfunction.